Event description:
It was reported " the monitor heart rate was 40 - 50, the iabp heart rate was 100 - 140, the ap pressure monitor was 115/40 (63), and the iabp showed 77/38 (58). The data is not synchronized, heart rate, ap values are too different. This state has persisted. Manually cutting to ap triggers counter pulsation, which basically synchronizes. However, in auto mode, the machine will select ECG trigger, the data is not synchronized, heart rate, ap values are too different". Additional information states that the pump console was replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No iabp part was returned for investigation. The customer provided videos for evaluation. The first video shows the ap pressure monitor at 115/40 (68) and the heart rate was at 45, and the other video shows artifacts on the arterial pressure waveform and ap triggers counter pulsation resulting in a high heart rate which is consistent with the event details. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of ap triggering difficulty is confirmed based on the videos provided in the complaint. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " the monitor heart rate was 40 - 50, the iabp heart rate was 100 - 140, the ap pressure monitor was 115/40 (63), and the iabp showed 77/38 (58). The data is not synchronized, heart rate, ap values are too different. This state has persisted. Manually cutting to ap triggers counter pulsation, which basically synchronizes. However, in auto mode, the machine will select ECG trigger, the data is not synchronized, heart rate, ap values are too different". Additional information states that the pump console was replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".